Event description:
Postoperative complications were reported during a retrospective study of patients that underwent single level cervical arthroplasty using a cervical disc. Between (B)(6) 2004 and (B)(6) 2006, 19 patients underwent cervical arthroplasty (c4/5 = 3, c5/6 = 12, c6/7 =4) using a bryan artificial disc. All patients were administered nsaids for more than 2 weeks postoperatively. All patients were followed post-operatively. The average follow-up period was 27.3 ± 4.9 months (range 24¿40 months). Facet degenerations of index and adjacent levels were assessed using radiographs and CT scans at a minimum 24 months after surgery. It was reported that uncinate process hypertrophy was observed at 2 levels for upper adjacent segments in one patient.

Manufacturer narrative:
Literature article citation: ryu, ks et al. Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. J neurosurg spine. 2010; 13:299¿307 the mean age of the study patients was (B)(6); there were 10 males and 9 females implanted with the bryan disc.